Event description:
It was reported that during a laparoscopic ovarian cyst removal with add-on appendectomy procedure, at the completion of the procedure when the instrument was being removed from the trocar, the small black rubbery material from the trocar fell into the patient. It was retrieved. The procedure was completed without any impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received in good visual condition. The device was disassembled in order to evaluate the seal system; it was noted to be in good condition. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received in good visual condition. The device was disassembled in order to evaluate the seal system; it was noted to be in good condition. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no anomalies were found

Event description:
It was reported that the right ventricular lead was placed during the implant procedure but dislodged when the atrial lead was placed. It was also reported that the lead was not able to be repositioned and upon removal it "seemed to stretch out of shape." It was reported that a second right ventricular lead was attempted as a replacement, but the lead "kept dislodging." Both leads were removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.